Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was not calculating carbohydrates correctly. The customer's blood glucose was 301 mg/dl. It was also found the customer had no delivery alarms in their alarm history. The customer's mother declined to troubleshoot for the no delivery alarms. It was found the alarms were resolved by an infusion set change. Customer was advised to call back when then alarm occurs. No additional information provided.